Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported the doctor implanted the last one in another surgery because it came to the surface and the doctor "did another surgery she had to bury it." No further patient complications have been reported as a result of this event.